Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Device migration, the patient having contraindicating conditions, and the patient experiencing a fall or accident have been ruled out as potential causes. However, after the programs were changed on the transmitter assembly, the patient has not experienced any additional shocking sensations. Additionally, non-compliance to the IFU was identified as the patient is implanted with a pain pump. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7 "active implantable or body-worn medical devices - safety has not been established for patients who use the freedom pns system with other active implantable or body-worn medical devices. These devices include other neurostimulation systems, insulin pumps, automated external defibrillators (AED), cochlear implants, and wearable medical sensors. Malfunction and/or damage could occur to either system, harming the patient or nearby people." The transmitter assembly associated with the complaint will not be returned for investigation. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation.this complaint will be closed with no further action. Complaints are tracked and trended as part of management review. The stimulator is used to treat pain. The cause of the shocking sensation is attributed to two identified root causes: programming parameters as changing the programs on the transmitter assembly resolved the reported issue (user error-commercial team member) non-compliance to the IFU as the patient is implanted with a pain pump (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reportedly felt a "shock." The programs on the transmitter assembly were changed. As of (B)(6) 2025, the patient is doing good and has not experienced any additional shocking sensations.